Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there were false positive results. There was no report of adverse impact to patients.

Manufacturer narrative:
Investigation summary: this complaint reads that tubes reported as negative were positive samples. Per service max, after a local application specialist advised the customer how to perform the necessary procedures to solve the problem, the instrument was working correctly. The case was closed. No other information was provided. The root cause of this complaint cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no previous recent additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were available for returned material investigation. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.